Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information regarding the issue and declined further follow up from tandem technical support.